Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 350-370 mg/dl at the time of the incident. The customer states the insulin pump was exposed to moisture. Customer stated that moisture got inside it, the screen is fogged over and when try to bolus the screen fogs over and goes blank. Customer stated that last night got a loud alarm. Customer took the battery out and put it back in this morning and it started up. Customer stated that the insulin pump display went blank immediately after pump exposure to moisture. Customer stated that the pump is vibrating without an alarm or alert. Customer stated that a constant tone is occurring. Customer was able to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No blank display anomaly, constant tone, vibrate anomaly or motor error alarm during testing noted, however moisture damage found on the lcd board and motor. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, minor scratched display window, stained end cap sticker and stained address or serial number label.